Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, insufficient aspiration was experienced which caused the cornea to heat up and shrink. This left a wider incision and the surgeon put in four sutures to close the wound. Additional information was received indicating during the sculpting phase, the nucleus turned milky white. There were no warning "dings" or alarms from the system. Irrigation was good. Four sutures were used to close the wound.

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).